Manufacturer narrative:
H10: the reported issue was investigated via remote support by a philips remote center engineer (rce) who confirmed the reported issue. A replacement speaker assembly part information was sent to the customer to resolve the reported malfunction. The repair was carried out by the customer at the customer site. No subsequent calls were received from the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a speaker malfunction and no sound was audible. No adverse event involving a patient or user was reported.